Event description:
A customer reported to beckman coulter, inc. (Bec) of obtaining reagent level sense errors on a unicel dxc 600i synchron access clinical system and that reagent probe b had leaked. The spill was diluted wash concentrate and/or di water. The operator was wearing a lab coat and gloves. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec customer technical support (cts) personnel assisted the customer with troubleshooting. The customer tightened the reagent syringe that was coming loose. This resolved the leaking issue. Bec field service engineer (fse) was also dispatched for this event. The fse found the level sense cable sheathing broken at bracket. The fse performed a/b level sense test and found that probe a failed. The fse replaced probe a level sense bead and performed alignments, which resolved the level sense error.